Manufacturer narrative:
Correction, based on updated information.

Manufacturer narrative:
[(B)(4)].

Manufacturer narrative:
Additional information received, identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that patient underwent revision surgery/poly exchange due infection that resulted in significant left knee pain and swelling.